Event description:
Same case as 6000089-2007-00982 and 6000089-2007-00694. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The physician implanted three taxus express2 drug eluting stents to the mid left anterior descending (lad) artery, a 2.75x20mm, a 3.5x24mm and a 2.75x32mm, approximately six months ago. "Pt had stopped taking plavix. Thrombosis was found last week. Pt went to surgery for bypass." Add'l info regarding this event has been requested.

Manufacturer narrative:
Approximately six months ago. A review of the mfg record for this particular batch # 8759450 shows that the device met its material, assembly and product specifications at the time of its release to distribution. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.